Event description:
It was reported that during a peripheral percutaneous blood flow control procedure, the catheter coating peeled. The target intervention site was the s5 section of the liver. The physician advanced the renegade fiber braided microcatheter to the intended position. After approximately 30 minutes into the procedure, the physician noticed resistance while maneuvering the renegade. The physician decided to remove the device from the patient and encountered 'very strong resistance' during this process. Once the renegade was removed, the physician noted that the coating had peeled from the middle section of the device, however, none of coating detached inside of the patient. The physician successfully completed the procedure using another of the same device. No patient complications were noted and the patient's status was reported as 'good'.

Event description:
It was reported that during a peripheral percutaneous blood flow control procedure, the catheter coating peeled. The target intervention site was the s5 section of the liver. The physician advanced the renegade fiber braided microcatheter to the intended position. After approximately 30 minutes into the procedure, the physician noticed resistance while maneuvering the renegade. The physician decided to remove the device from the pt and encountered "very strong resistance" during this process. Once the renegade was removed, the physician noted that the coating had peeled from the middle section of the device, however, none of coating detached inside of the pt. The physician successfully completed the procedure using another of the same device. No pt complications were noted and the pt's status was reported as "good".

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the catheter shaft was stretched 60.5cm from the proximal end. The outer layer of the shaft was damaged/pulled back, however, the braid was intact at 74.2cm from the proximal end. A series of bumps were noted 2cm distally from this point. A coating confirmation test was conducted and confirmed coating damage all along the entire length of the catheter. Coating was present on the `pulled back' section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Manufacturer narrative:
(B)(6).the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).